Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017 in hospice care. The patient had a suspected pump thrombosis and was not a candidate for a pump exchange. Patient was admitted on (B)(6) 2017 for heart failure symptoms. Lactate dehydrogenase 1690 units per liter. Patient was deemed to not be a candidate for exchange due to prior surgical procedures and co-morbidities.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspicion of pump thrombosis could not be conclusively determined through this evaluation. In addition, a direct correlation between the heartmate ii lvas and the patient¿s outcome could not be conclusively established. It was reported that the patient expired on (B)(6) 2017 in hospice care due to suspected pump thrombosis. It was noted that the patient was not a candidate for pump exchange. No autopsy was performed and the pump was not explanted; therefore, the pump would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.